Event description:
A report was received that the patient had an scs trial procedure for the new pain developed as a result of the current implant. The patient was prescribed a muscle relaxer. The patient's pain has not been resolved and was referred to another physician for evaluation and treatment.